Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice sn (B)(4) was returned and evaluated by baxter product analysis laboratory for the reported difficulty of increased intraperitoneal volume (iipv). Per baxter product surveillance follow up it was revealed that the home patient had passed away. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The iipv event was confirmed during event history log review. The cause was one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold (insufficient drain). A review of the device logs revealed no failure or malfunction that could have caused or contributed to the home patient passing away, however, 5 iipv events were found in the patient logs. There were no corresponding injuries related to those iipv events. There is no evidence that the device or disposables were causally related to this event. No allegation was stated against any baxter product. A review of the previous service events for serial number (B)(4) shows that the device was not returned for any issues related to patient death, however, the digital board, lead acid battery, and a/c power switch were replaced. The device then passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issue of patient death. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). During review of the event history log on the returned device by the baxter product analysis laboratory (pal), it was noted that there were two increased intra-peritoneal volume (iipv) events recorded within 48 hours of the patient's death. An instance of iipv occurred on (B)(6) 2011 (manufacturers report 1423500-2011-16036) and an instance occurred on (B)(6) 2011 (manufacturers report 1423500-2012-00524). A follow-up report will be sent upon completion of baxter's investigation.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106, which occurred on the homechoice (hcp) during use at the end of therapy. The patient stated the hcp was flashing call pd nurse/high drain 106. The patient stated that they bypassed the initial drain because they were dry. There was patient involvement but there was no patient injury indicated at the time of the initial report. The writer contacted the home patient's wife on (B)(6) 2011, in regards to a report of a call pd rn prompt. The patient's wife said the patient had passed away. No further information was provided. Baxter product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2011, regarding the reported events. The pdn was aware of the high drain 106 alarm and stated the patient had come into the clinic on the (B)(6) 2011. The pdn stated that the patient had passed away on (B)(6) 2011, due to congestive heart failure. The pdn stated there was no relation to the patient's peritoneal dialysis therapy, the homechoice device, or any baxter solutions.